Event description:
Subject device was implanted in 1998 for broken left arm sustained in a motorcycle accident. In 1998 pt felt a 'pop' in pt's arm. During exploratory surgery surgeon noted 1 of 2 plates implanted had broken. Broken plate was removed on an unknown date.